Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed to remove and replace the components with cement spacers on (B)(6) 2011 due to infection. A reimplantation procedure was performed on (B)(6) 2011 where a competitor knee was implanted with a biomet patella. It was further reported that patient underwent a revision procedure on (B)(6) 2011 due to patellar instability.